Manufacturer narrative:
Medtronic received the following information from the journal article entitled: comparison of supra-arch in situ fenestration and chimney techniques for aortic dissection involving the left subclavian artery ma xiaohui, wei li, guo wei, liu xiaoping, jia xin, zhang hongpeng and wang lijun vascular 2019 27 (2) doi: https://doi.org/10.1177/1708538118807013. If information is provided in the future, a supplemental report will be issued.

Event description:
Talent stent graft were implanted in patients for the endovascular treatment of type b aortic dissections using the chimney technique to maintain left subclavian artery perfusion between 2006 and 2015. The following events were reported: death

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.